Event description:
It was reported that pump displayed malfunction code malf 0 with no notable events occurred beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset pump, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction code recurred, which caller acknowledged and understood.